Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure that triggered a failed pairing alert, after which the agent instructed the user to retry pairing and the sensor successfully paired and resumed operation. No adverse clinical symptoms reported. Outcomes included no impact beyond transient loss of cgm connectivity. User support included remote troubleshooting and user education to reattempt pairing. Investigation of this case revealed a temporary communication or pairing malfunction of the freestyle libre 3 plus sensor that resolved with re-pairing, consistent with a user-device connectivity issue rather than a hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction leading to transient pairing failure.